Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment,and action taken with pd therapy were not reported. The patient was not hospitalized for the event. At the time of this report, the patient has recovered from the event. The reporter decline declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.